Manufacturer narrative:
Per follow-up good faith effort (gfe) response, the customer declined service and repair and will request maintenance next year in accordance with periodic maintenance. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
The field service technician replaced the speaker and verified that the issue was resolved. The investigation concludes that no further action is required at this time. While this issue has been resolved, the field service technician found an additional issue during further evaluation of the device. This issue is being addressed in a subsequent case.

Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pil). The technician installed the speaker into a pi ventilator to duplicate the reported issue and found no visual issues. The technician verified by a temporary install of the suspect speaker onto the pil standard test bed (stb) that there was a 1102 "primary alarm failed" alarm error during the diagnostic portion of the stb operation. In addition, the technician verified that the speaker failed pin to pin and solder to solder joint testing. The failure of this speaker was due to an open resistance to the voice coil of the speaker. The technician therefore concluded that the speaker was faulty.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1102 "primary alarm failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with the same model. There was no reported delay in therapy or medical intervention. The customer called technical support to report that a 1102 "primary alarm failed" alarm error occurred during use on a patient. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that a 1102 "primary alarm failed" alarm error occurred during use on a patient. An initial evaluation was performed-- the 1102 "primary alarm failed" alarm error occurred at the repair center, and the 1102 error code was also confirmed in the event log. An alarm sound, which was 5 continuous tones, sounded when the alarm occurred. Therefore, the speaker needed to be replaced. A service quote for repair was sent to the customer for approval. Per initial good faith effort (gfe) response, the repair has not been completed yet. The investigation is ongoing.